Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the batteries were found to be depleted. The device was recertified and returned to the customer. Review of the device activity logs showed the device was powered on excessively to perform manual battery tests, which prematurely depleted the batteries. The log also showed that the device prompted the user to change the batteries. Zoll recommends performing a daily visual inspection of the ready for use indicator and allowing for the device to perform its scheduled weekly and monthly tests instead of performing excessive manual battery tests. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.